Event description:
It was reported that the balloon burst. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, while trying to insert the device into the lesion, the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: fg maverick 2 mr, 2.50mmx15mm, catheter was returned for analysis. Visual, tactile, microscopic analysis and functional testing was performed on the device. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile inspection of the outer and inner shaft polymer extrusion found no issues. A microscopic examination of the balloon found no issues. A microscopic examination of the shaft polymer extrusion identified no kinks or damages. A microscopic examination of the tip found no damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit, and the balloon was inflated. The device held pressure and inflated to the rate burst pressure (rbp) of 14 atmospheres (atm) without issue.

Event description:
It was reported that the balloon burst. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, while trying to insert the device into the lesion, the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.